Event description:
The dialysis machine would not pass self test prior to the insertion of dialysis. The equipment technician walked on the machine and replaced the acid concentrate pump. Dialysis was initiated without difficulty. The staff member stated that conductivity was checked at 14.2 prior to the initiation of treatment. The pt had no complaints pre-dialysis. Bp 132/70 t 96.4 p 54. Approx 1 hour into treatment pt reported that "something doesn't feel right". Bp 138/90 p72 t95.7. Pt's symptoms worsened and he complained of stomach hurting, restlessness and feeling funny. Hct was checked and it was noted that the blood in the dialyzer and bloodlines appeared normal. The conductivity of the dialysate was checked. The conductivity was 18 mm hos. There were no conductivity alarms apparent on the dialysis machine. The conductivity meter was checked with reference solution and found to be properly calibrated. The blood was returned to the pt and dialysis was resumed with a new machine. The pt reported feeling better within 15 minutes after dialysis resumed. The pt completed treatment but post weight was 1.4 kg above estimated dry weight. The j5 card was found to be out of calibration and was replaced. The card was sent out for further evaluation and testing. The report is attached.